Event description:
During a colonoscopy and polypectomy procedure, a polyp was snared with a jumbo oval acu-snare. At the time the polyp was snared, the user reported that a pop was felt in the handle. Upon withdrawal of the device from the endoscope, only the snare sheath came out, leaving the snare and wire, intact, within the patient. A second snare was used to complete the polypectomy, at which point bare snare wire was freed to the polyp and could be removed. The patient's condition was listed as stable with no injury reported.